Event description:
The customer reports that the device has a monitor screen that is not coming up clear with data. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a monitor screen that is not coming up clear with data. There was no reported patient involvement. Philips field service engineer evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. The device passed all performance assurance tests and was put back into service. We will consider this a malfunction of the display that resulted in the screen not being clear to read.